Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration), compounded hydromorphone (unknown dose and concentration), and compounded clonidine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018, device interrogation/a review of the device logs revealed a pump motor stall at 00:38 on (B)(6) 2018 with a motor stall recovery at 01:37 on (B)(6) 2018 without a report of a magnetic resonance imaging (MRI). No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was pump motor stall. The patient's baseline weight was not measured. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.